Manufacturer narrative:
The customer's glidescope video baton 2.0 large was not returned to verathon for evaluation as they reported disposing of it following the reported event, therefore the cause could not be determined. Since the serial number of the device was not provided, complaint history could not be reviewed for the subject video baton to identify if there were any previous complaints reported to verathon. Trending analysis for the glidescope video baton 2.0 large does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image on the connected glidescope core 15-inch monitor was freezing and displaying multi-colored horizontal lines. No delay in the procedure, use of a backup device, or harm to the patient was reported. Following the customer's troubleshooting of the system, the issue was isolated to the video baton.